Event description:
The pt was admitted for infection after 11 months. Massive bone loss; both tibia and femur were loose. The poly looks good. The pt tested negative for infection. The pathologist is testing for presence of poly debris.